Event description:
A physician has had nine occurrences of inflammation reaction associated with model u940a uv absorbing hydrophilic, posterior chamber intraocular lens. To date co has received no additional info relating to this particular control number.